Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that when an infusion with a spectrum pump was complete, there were approximately 10cc of medication remaining in the IV container. No additional information could be obtained. Any patient involvement, injury or medical intervention is unknown.